Event description:
Pt called in spontaneously. One of her pumps (sn: (B)(4)) due 08/05/2019 is asking for a passcode and pt was unable to infuse remodulin - advised her it sounds like programming was lost. Confirmed she is keeping batteries in her pumps at all times and replacing batteries weekly. Pt switched to back up pump without incident. No further info is known. Device was in (B)(6) by the pt at the time of the malfunctioned. No adverse event reported. Device was replaced. Diagnosis or reason for use: pah. Reported to (B)(6) by pt/caregiver.